Event description:
It was reported that the patient presented for follow-up. High impedance and increased capture threshold were observed. A vf episode was stored, no shock delivered. Noise was reproducible with pocket manipulation. Pocket was opened and lead was re-connected to the device. All measurements were in-range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.